Event description:
It was reported via repair work order that the head will not go up or down. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the head will not go up or down. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
It was originally reported that the head end would not raise up or down. However upon evaluation it was determined that the head end was flat and would not raise electronically. This will result in an annoyance only issue as the bed was at lowest height which is optimal for CPR. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported. This issue is not likely to cause or contribute to serious injury or death if it was to recur.